Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-13090. It was reported the patient's leads had migrated. As a result, a surgical intervention occurred on (B)(6) 2021 wherein one lead was replaced and one lead was repositioned. It is unknown which lead is replaced and which is repositioned. Effective stimulation was achieved in post-op.